Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump fell and his drive support cap came out with his motor and wires. The patient's blood glucose at the time of incident was 180 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with completely cracked end cap, cracked reservoir tube lip, cracked case near display window corners, cracked on the display window and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.